Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that the clinic tested the tourniquet cuff before using it. They found that once it inflates they could not deflate it without detaching the hoses. It was not used for any procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified no exterior anomalies related to the reported event. Functional testing was performed on both returned cuffs. Each was attached to an ats 4000. Both the top and bottom cuffs were inflated to 250 mmhg and held for 1 minute. The ats was then activated to deflate the ports. The bottom cuff completely deflated, while the top cuff only partially deflated. The ats machine registered 0 at deflation on both cuffs, but the top cuff still had to be manually squeezed or disconnected to expel the last bit of air (approximately 10 - 15 mmhg). Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.